Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during peritoneal dialysis, during drain. The home patient (hp) had disconnected from the disposable cassette but proper disconnect procedures were not used. The patient then reconnected and received the se. The baxter technical service representative reviewed proper procedures with the hp. The hp cycled power off and on and got a se 2367. Power was cycled again and the se's did not repeat. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. The lot number was not provided; therefore, a batch review could not be performed. The reported condition was confirmed, based on the customer report. The cause of the system error 2240 was use error due to improper disconnection. The baxter homechoice operator's manual contains instructions on proper disconnect procedure.